Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the upper and lower cases were broken. Analysis found the battery contacts were compressed. Analysis also found the lead flex cover was broken, the serial number label was torn, and the battery flex was contaminated. Three case screws, the ring cover screw, two side bails, the ring, two side bail covers, and the ring cover were missing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) case was damaged. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.